Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg. Reportedly, the customer does not perform the air removal steps and filled the tubing with less than 30 units. Customer was educated to perform the air removal steps and customer continued to prime the tubing and resumed insulin delivery.